Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with continuous glucose monitor readings showing ¿high¿ and a confirmed glucometer value of 393 mg/dl, peaking around 422 mg/dl for approximately six hours, after a recent site change; the user later observed insulin leakage in the pump cartridge chamber and replaced the cartridge and steel 6 mm infusion set, after which insulin delivery was resumed and glucose trended down. Symptoms included emotional distress without loss of consciousness or diabetic ketoacidosis. Outcomes included the need for backup therapy with a subcutaneous manual injection of 11 units of rapid-acting insulin and temporary suspension of pump use, with glucose decreasing toward target thereafter. Investigation included troubleshooting and user education, review of delivery logs confirming insulin delivery commands, guided cartridge and infusion set replacement, and follow-up glucose monitoring. Investigation of this case revealed evidence of a leaking cartridge that could have contributed to inadequate insulin delivery prior to replacement. It was concluded that hyperglycemia occurred in the context of a suspected cartridge integrity or connection issue, which resolved after cartridge and infusion set change and correction with subcutaneous insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.